Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The patient had a low blood pressure throughout the procedure, as the patient was already frail and had low blood pressure. The ultrasound measurements during the procedure were 19.19mm at 0 degrees, 17.59mm at 40 degrees, 17.67mm at 75 degrees, 16.72mm at 94 degrees, 23.27mm at 120 degrees. The ultrasound measurements determined the size of the device chosen, which were smaller than the measurements made on the 3mensio. The imaging used during the procedure was transesophageal echocardiography. The left atrial pressure was much lower than 12mmhg. Fluid was given with slight improvement but was still very low. There were no difficulties during the implant of the device. The close criteria were satisfactory, and a tension test was performed. The shape of compression was tire during implant. No leaks were observed. On (B)(6) 2024, the device was observed on transthoracic echocardiography (tte) to have migrated into the aortic annulus. The device was surgically explanted on the same date, and the laa was closed. An aortic valve replacement was performed. On 23 september 2024, the patient was discharged from the intensive care unit. The implanter believed that the patient did not have good hemodynamic conditions as they were hypovolemic and that the device chosen migrated as it was too small. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible contributing factors for valve migration are intra-procedural difficulties, interaction of the device, implant depth, annular calcium distribution, undersized the device, and deployment or retraction difficulties. It was indicated that the ultrasound measurements determined the size of the device chosen, which were smaller than the measurements made which may have contributed to the event but cannot be determine. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported device embolization appears to be related to procedural circumstances. The surgical intervention was a result of case-specific circumstances as the device was surgical removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Additionally, abbott representative reviewed pre-procedural tee still images provided. There appears to be a discrepancy between pre-procedural CT imaging and procedural tee imaging. This is most likely due to the hypovolemic status of the patient during tee. This likely led to an under sizing of device, which is the most likely factor for device embolization for this case.